Event description:
Synergy china registry. It was reported that cardiac insufficiency occurred. In (B)(6) 2019, the subject presented with silent ischemia and unstable angina and was referred for cardiac catheterization. The target lesion was located in the distal left circumflex artery (lcx) with 85% stenosis was 35 mm long with a reference vessel diameter of 2.75 mm. The target lesion was treated with direct placement of a 2.75 mm x 38 mm synergy stent system. Following post-dilation, the residual stenosis was noted to be 5%. Eighteen days later, the subject was discharged on aspirin and ticagrelor. In march 2020, the subject was diagnosed with cardiac insufficiency and was hospitalized on the same day for further evaluation and treatment. There was no other action was taken to treat the event. Twelve days later, the subject was discharged on aspirin and ticagrelor. The event was considered to be recovering/resolving.

Event description:
Synergy china registry. It was reported that cardiac insufficiency occurred. In (B)(6) 2019, the subject presented with silent ischemia and unstable angina and was referred for cardiac catheterization. The target lesion was located in the distal left circumflex artery (lcx) with 85% stenosis was 35 mm long with a reference vessel diameter of 2.75 mm. The target lesion was treated with direct placement of a 2.75 mm x 38 mm synergy stent system. Following post-dilation, the residual stenosis was noted to be 5%. Eighteen days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2020, the subject was diagnosed with cardiac insufficiency and was hospitalized on the same day for further evaluation and treatment. There was no other action was taken to treat the event. Twelve days later, the subject was discharged on aspirin and ticagrelor. The event was considered to be recovering/resolving. It was further reported that medication was given to treat the event.